Manufacturer narrative:
H10: the customer reported there was no patient involvement at the time the issue was discovered. Bench repair replaced the motor controller printed circuit board assembly (mc pcba) to resolve the reported issue of the overvoltage protection circuit failure (ovp) circuit failure. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
The removed motor control pcba was returned to the product investigation lab (pi). The pil technician installed the motor control pcba into a pi ventilator to duplicate the reported issue. Visual inspection of the motor control pcba revealed no evidence of damage or contamination. The motor control pcba was tested, the failure was confirmed. Pil confirms the problem of ovp circuit fail alarm and diagnostic code 1127 was logged. U21 appears to be generating the ovp_12v_test pulse but not ovp_3_3v_test pulse during the post. Neither pulse was observed on the ovp_sense signal. This suggests that u21 is the likely faulty component.

Event description:
This report is based on information provided by philips, bench repair personnel and has been investigated by the philips complaint handling team. While bench was troubleshooting the device on a previous issue, it was observed that there additional problems: ovp circuit failure, investigation is ongoing.